Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the equipment. The battery charger 1 and 2 were replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device. It was reported that the charger board 13-14 was found to be 28.64 v, which was out of specification. The charger board was scheduled to be replaced. There was no patient present when the issue was identified.

Manufacturer narrative:
Two suspected battery chargers were returned to the manufacturer for analysis. Analysis found that the leaking capacitors in both returned hardwares. Analysis found that the reported event was related to a wear and/or fatigue stress of components.